Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 6.0mg/ml at 0.9mg/day, clonidine 15mg/ml at 2.25mg/day and bupivacaine 5mg/ml at 0.75mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient reported that she felt like she was not getting as good relief in her lower leg the last 5-6 months. There were no known environmental, external or patient factors reported that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient had a CT scan about one month ago that showed the catheter tip about t10. The actions and interventions taken to resolve the issue was the physician plan was to pull back the catheter to help with lower leg pain. When x-rays were done during the catheter revision operation, it was noted that the catheter was over the t12 segment. The physician decided to not revise the catheter and would see how it goes. The catheter revision was aborted. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.